Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the front (3) pcu assy fr case w/ keypad are being replaced due to keypad "damaged/soft key /on button not working¿. There was no patient involvement.